Event description:
The caregiver was preparing to transfer a patient to the bathroom using the device. As the patient held on to the handle bar of the sara stedy, and stepped on it, the castor locks popped and the device started to move. The caregiver was assisting the entire time and they had the patient immediately sit back on the bed. No injuries were reported. Ref# MFR 9681684-2014-00022.